Event description:
New information received notes the patient's pacemaker was explanted and replaced in a procedure on (B)(6) 2023. The patient was stable.

Event description:
It was reported a patient's pacemaker presented with premature battery depletion. No changes were reported. The patient was stable.

Manufacturer narrative:
The reported event of premature battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed; tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.